Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4). It was reported, that the bubble intervention of the device was engaged although according to the customer the bubble intervention was deactivated. The hospital used the emergency hand crank and supported the patient on a ventilator before they successfully changed out the circuit and changed to another device.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer- (B)(4). Contact person: (B)(6). A trend search was performed for the time period 2017-08-08 to 2018-08-08 (search for product group cardiohelp, issue pump stope's despise deactivated bubble intervention) which came to the following result: 3 complaints were recorded. Based on the latest installed base numbers (31. Aug. 2018: 2528) following occurrence rate has been calculated: (B)(4). Thus the occurrence rate is below (B)(4) - due to this information no systemic issue could be determined. To solve the problem the hospital changed the circuit according to the provided description the hospital transferred the patient successfully to a meditronic biomedicus pump after/during the resuscitation of the patient. No permanent impairment of the patient was reported. The analysis of the event shows, that the device had no failure which was related to the reported issue. Most probably the hospital did not know which configuration the device had and was therefore not able to handle the device accordingly. Further no documentation of the changes to the clinical settings of the cardiohelp device in question was provided, so that the only source for the settings is the provided log-files. At this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at t see also attachment, for further information about the investigation. A technician looked according to the support case (B)(4) opened by the technician at the device: the technician tried to reproduce the problem at the device, but was not able to do so. The in the provided video showed and claimed failure is a normal behavior of the device. Because that the device saves the changes and works accordingly this changes must be saved in the clinic configuration. The device was then sent to the laboratory of the factory in rastatt. The results of the investigation under the number:(B)(4) were: at the time of the incident on (B)(6) 2018 the cardiohelp acted as intended: a detected bubble-alarm combined with the activated bubble intervention (IV) (saved in hospital configuration) has stopped the pump. The user didn¿t additionally convince himself according to the written IFU guidelines and warnings mentioned in chapter 6 ¿during the application¿ regarding the intended functionality of the interventions and if they are activated. Further an investigation of the device showed no failure. The made tests confirm, that the device works as specified. The clinical settings could be changed and saved without any problems. During the testing in our laboratory the engineer detected, that the reaction of the touch panel was temporary impaired. As this has no influence on other functions of the cardiohelp, and cannot have lead to the described failure, this failure was investigated later. Therefore a second version of the report in the life cycle engineering was made the outcome of the second investigation is: the mounted revision of the touch panel 70104.9491/09 is vulnerable when concussions on the cardiohelp occur. This misbehavior ends up in imprecise position readings, which comes from insufficient crimping in v09. This problem is already corrected with version 13 of the touch panel. However, the touch screen of the device must be replaced. Further a clinical complaint analysis by a therapy application manager was made. The analysis was made by looking at the log-files and the provided data from the customer. The conclusion of the analysis is: correct pressure sensor calibration is not supported by the log file. (Off-label use/use error) correct priming procedure is supported by the log file. Correct flow sensor calibration is not supported by the log file. (Off-label use/use error) sufficient anticoagulation control (act, ptt, at iii) is unknown. That the enabled arterial bubble sensor intervention was loaded in all cases including the case in question is supported by the log file. There are only six short time slots, when the arterial bubble sensor intervention was disabled and saved in the hospital configuration. This are the above mentioned time slots, only at this time slots the arterial bubble intervention was disabled. According to the log file since 13.10.2015 it has been 6 time slots were the arterial bubble sensor intervention was disabled and saved in the hospital configuration: 30.03.2017 15:17:30 to 15:32:06, 30.03.2017 15:33:25 to 15:35:14, 30.03.2017 15:36:53 to 15:38:02, 30.03.2017 15:41:43 to 15:43:41, 30.03.2017 15:44:39 to 08.04.2017 09:49:19, 08.04.2017 09:50:51 to 14.11.2017 16:59:43. The arterial bubble sensor intervention was not disabled by the user in the case in question. (Use error?) The application started during activated global override for unknown reason (off-label use). Complete checking of the device before application is not supported by the log file. (Off-label use/use error) air or clots entered the tube area observed by the arterial bubble sensor and lead to pump stop. The setting of the arterial bubble sensor intervention was performed as specified. The user actions ¿resuscitation¿ and ¿replacement of the set¿ are consistent with the recommendations in the instructions for use of the manufacturer. Additionally a device history review (DHR) was made and the outcome was: the DHR of the cardiohelp (material: 705008012, serial: (B)(4) for which a customer complaint was received, was reviewed on 2018-10-11. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint.